Event description:
It was reported that the patient is deceased. It was noted that the patient cause of death was staphylococcal septicemia. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).